Event description:
It was reported that during procedure after the balloon was advanced into the a2 segment of the anterior cerebral artery (aca), thrombus was noted in the aca a2 segment. Integrilin (exact dosage unknown) was administered and patency to the vessel was restored. The procedure was completed. The patient experienced confusion upon waking up post procedure. No further information was provided.

Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The device history record review could not be performed as the lot number was not reported. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombus is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during procedure after the balloon was advanced into the a2 segment of the anterior cerebral artery (aca), thrombus was noted in the aca a2 segment. Integrilin (exact dosage unknown) was administered and patency to the vessel was restored. The procedure was completed. The patient experienced confusion upon waking up post procedure. No further information was provided.